Manufacturer narrative:
(B)(4). Relevant tests/laboratory data: (B)(6) 2016 (17:02): troponin I=0.20 ng/ml, upper reference limit 0.05; (B)(6) 2016 (05:08): ck=379 u/l, normal upper limit 233; (B)(6) 2016 (05:08): ck-mb=58.5 ng/ml, normal upper limit 5.0; (B)(6) 2016 (05:08): troponin I=3.05 ng/ml, upper reference limit 0.05. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of 2.5 x 18 mm xience alpine stent in the mid left anterior descending artery. Post deployment, plaque shift was noted proximal to the stent. A 2.5 x 12 mm xience alpine was implanted, in an overlapping fashion, to treat the plaque shift, resolving the event. Post procedure, the patient experienced an enzyme elevation. No treatment was provided and the enzyme elevation resolved on (B)(6) 2016. No additional information was provided.